Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low impedance on the right atrial (ra) lead. It was also reported that there was high thresholds on the right ventricular (rv) lead. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the sensing integrity counter (sic) recorded an increase in short v-v intervals on the right ventricular (rv) lead and that the rv lead was reprogrammed as a result.